Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It has been over 2 years since the subject device was manufactured. There was no non-conformity of the subject device during manufacturing. Based on the results of the investigation, confirmed result of the reported event. We could not conclusively specify the root cause of the suggested event. Since the actual item was not sent to the manufacturer, we could not specify the cause of the suggested event. However, we presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: please handle of the device in accordance with IFU continuously. In addition, the following non-reportable malfunctions were found during the device evaluation: due to damage on controlled coupled device (ccd) unit, foggy image occurs. Scratches found throughout the device, due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds the specifications, due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured, adhesive around objective lens is peeled, switch button 1 has discoloration, and due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope bending section adhesive part caught. During inspection and evaluation, no image, adhesive around objective lens is peeled. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Based on the results of the investigation, the foggy image was likely caused by a damage of the objective lens and a broken charged coupled device; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.